Manufacturer narrative:
Additional information was requested but was not forthcoming. Valve related re-admission in the follow-up period is likely due to reoccurrence of symptoms. This may result from regurgitation (central or pvl) or progression of the pre-existing disease process, and may result in heart failure. Causes of heart failure can be multi-factorial. Per the instruction for use (IFU), heart failure, valve regurgitation, and valve degeneration including stenosis are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient¿s risk of suffering from chf include obesity, advanced age, and a history of smoking. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth, or in rare cases a non-functioning leaflet. At this time, the exact reason for the readmission and any possible treatments of each patient cannot be confirmed. There were no allegations or indications that malfunction of the valves contributed to these adverse events. However, it is possible that the patient¿s advanced age and co-morbidities may have contributed to the hospital readmission. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Was changed to (B)(6) 2015: the journal article noted the events had occurred between (B)(6) 2014 and (B)(6) 2016, however, the sapien 3 approval date is (B)(6) 2015. As it is unknown if the event(s) occurred after the approval date, the date under b3 is being corrected. Additional information: ref. Mfg. Report numbers: 2015691-2017-03860, 2015691-2017-03861, 2015691-2017-03863, 2015691-2017-03864, 2015691-2017-03865, 2015691-2017-03866.

Manufacturer narrative:
Investigation is ongoing. Bibliography: frangieh, antonio h., et al. "Standardized minimalistic transfemoral transcatheter aortic valve replacement (tavr) using the sapien 3 device: stepwise description, feasibility, and safety from a large consecutive single-center single-operator cohort." Structural heart 1.3-4 (2017): 169-178.

Event description:
As reported by the edwards affiliate in europe, a journal article titled, "standardized minimalistic transfemoral transcatheter aortic valve replacement (tavr) using the sapien 3 device: stepwise description, feasibility, and safety from a large consecutive single-center single-operator cohort", reported that post tavr procedure (dates unknown) five patients required hospitalization due to valve related symptoms or worsened chf.